Event description:
Healthcare professional reported, "deflation and exchange". This record is for right side. The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events deflation was received on july 18, 2024, with lot number 3191807. Based on the product analysis performed, the assessments of the complaints are: deflation: observed, 1 opening assessed, fold flow opening. As per the investigation procedure: creases and wear abrasion was completed. And none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: deflation.

Event description:
Healthcare professional reported "deflation and exchange". This record is for right side. The device has been explanted and replaced.